Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Needle was received bent. The needle was disengaged from the suture. Upon microscopic inspection of the needle, instrument marks were observed near the bent site and on the swaged end of the needle. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this damage may occur by grasping the needle improperly which can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the perineal suture in an obstetrics surgery, the thread loosened from the curved needle and the needle became disengaged in the subcutaneous tissue of the patient's buttock. The physician therefore defeated the suture and performed a radiological examination to recover the needle. An x-ray was performed on the same date as the surgery. The doctor had to use a new suture and put the patient under prophylactic antibiotic therapy to complete the case. The patient was alive with no injury.

Manufacturer narrative:
This report is filed in error and (B)(6) would be filing all subsequent communications. If information is provided in the future, a supplemental report will be issued.